Manufacturer narrative:
Result of investigation: during the technical inspection of the product, the flickering was confirmed and further defects (impact marks on shaft and distal end) were identified. The device met the test specifications at the time of delivery. Therefore, based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described defect is improper use during reprocessing or by the user, as indicated by the impact marks on the shaft and distal end. It is suspected that a component causing the flickering image was damaged by falling or impact with a hard object. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a robotic laparoscopic sigmoidectomy procedure, the image on all screens turned black or flickered for 1-2 seconds on 4-5 occasions over the course of the 3-hour surgery. This issue caused temporary visual loss inside the patient. The troubleshooting steps included checking the cabling, and the surgery continued. There was no patient injury.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).